Event description:
Intuvie received a report indicating that an infusion pump failed flow rate deviation at 66.18 percent. The pump also failed the 30psi occlusion test, recording a pressure of 19psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement reported.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed flow rate deviation at 66.18 percent. The pump also failed the 30psi occlusion test, recording a pressure of 19psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. The failure modes were confirmed, and the probable cause was determined to be component failure. The peristaltic motor was replaced which successfully resolved the issues. CAPA-zm2023-23 was initiated to investigate the root cause for the occlusion failure mode. CAPA- zm2023-07 was initiated to investigate the root cause for the flow rate failure mode. Reference to complaint (B)(4).